Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic due to phrenic nerve stimulation. Upon a device check, the left ventricular lead exhibited loss of capture. A chest x-ray revealed the lead had dislodged. The lead was temporarily deactivated on (B)(4) 2014 and reprogrammed on (B)(4) 2014.